Event description:
It was reported that the patient received shocks for what appeared to be sinus tachycardia due to intermittent far field r-wave (ffrw). The device algorithm was not able to withhold for the ffrw because it is not always present. The lead and device remain in use with continued monitoring. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.